Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision right total hip in 2008 and recently presented with hip pain and physician tested patient for cobalt levels and they were extremely high so a head and liner operation was recommended and head had black staining on the inside taper.